Event description:
It was reported that during the procedure, that two instruments were tried, but one gave an error 5 and the other had the active blade break off. The customer did not have further info on case details, but state the case was completed with the harmonic with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.